Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported that the hospital biomed advises that the mp70, connected to an x2 multi-measurement module, is not alarming at the central station. There was no report of any patient or user harm.